Event description:
It was reported that the patient received shocks while sleeping. The patient notifier also activated. Review of the egm revealed noise on the lead. It was noted that the patient notifier activated for low pacing lead impedance and a slightly increase in capture threshold. The noise was not reproducible with isometric and positional testing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.